Event description:
These toothbrushes have a light-up handle that blinks to let the user (child) know how long they should brush their teeth. The base of the brush is a soft rubber suction cup. My son immediately started to chew on the base and popped the rubber cup off with minimal effort. Inside the base are a series of small button batteries that are attached to the small light bulb. The batteries and bulb are not anchored and pose a dangerous swallowing risk. It seems foolish to design an object that is designed to go into a child's mouth that includes unsecured button batteries. This event occurred during close supervision of use - the rubber suction cup was off within seconds. Incident location: (B)(6) united states; this is my home address. Firefly children's toothbrush sold as 2-pack. Suction cup at base of the brush. Handle lights up to help child brush their teeth for sufficient duration of time. Retailer: either (B)(6). The product was not damaged before the incident. The product not modified before the incident. Explanation: I have the toothbrush. (B)(4).